Event description:
No additional information.

Manufacturer narrative:
Sample and photo received for investigation. Through visual inspection, the syringe tip is bent. A device history review was performed for lot 2309710, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated when the pin of the mold that generates the inner geometry of the syringe broke during molding process. If the pin of the mold is broken, the inner part of the tip is not well molded leading to defects similar to the one noticed by customer. All syringes given by customer were molded in the same cavity of the mold (cav.6) supporting the defect appeared by a broken pin. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure.

Event description:
I would like to inform you of a defect that was reported to me by a care service concerning the plastipak 50 ml luer lock syringes of the reference (B)(4), batch 2311111, expiring on 31-10-2028. The luer tip is bent and not centered for several syringes in the same box (see photo). We randomly checked other syringes from the same batch in other cartons but found no other defective syringes. A syringe is available to send for analysis if needed. Additional information: has there been any impact on the patient (serious injury, medical intervention, necessary change of treatment)? No, defect identified before use - could you please specify the date of the event? 30/01/2024 - please confirm if samples are available for the survey. If so, please specify whether the samples are : o unused (before use) --> 1 sample - product collection address : pharmacy - (B)(6) hôpital

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative